Event description:
The jetstream g3 was advanced to treat 80% occluded, 2-3 cm lesion located in proximal superficial femoral artery (sfa). Two passes were made through stenosis in minimum tip. As next pass was being made through lesion with maximum tip, jetstream g3 device had noticeable rpm drop and resistance. Physician pulled device back to perform angiogram, which revealed a perforation. Device was removed and examined. Prolonged pta of lesion was performed. Post pta angiogram still revealed a slight perforation so a stent was placed. Post stent, pta was performed. Angiogram revealed good sfa result with some distal embolization in tibial artery (not attributed to jetstream g3). Aspiration catheter advanced to aspirate emboli. Distal confirmatory runoff was observed and procedure completed.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.